Manufacturer narrative:
.

Event description:
Per the clinic, the patient experienced no auditory stimulation and pain with device use as a result of an obliterated cochlear; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report july 4, 2016.